Event description:
It was reported that the user experienced hyperglycemia while using the ilet after administering a breakfast dose without eating, then relocating the infusion set due to high readings and subsequently performing an infusion set change while choosing to keep the existing cartridge; insulin delivery was resumed and education was provided that meal announcements are not required for correction doses. Symptoms included feeling woozy consistent with hyperglycemia. Outcomes included no health consequences or lasting impact, and glucose later returned to range. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.